Event description:
A customer reported to olympus that while preparing for a laparoscopic myomectomy procedure, the lamp cannot be lit up on the evis exera iii xenon light source. The procedure was completed using a similar device and no delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a defective converter and a faulty power unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the failure of the lamp to light up. The DHR confirmed that the subject device was shipped in accordance with the specifications. However, it is probable that the issue occurred because of a faulty converter (dp146700). The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.